Event description:
It was reported that the 9800 system had a physicist discrepancy of the x-ray field was too large. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was adjusted and aligned during the service call. The system was tested and found to be working as intended, and put back into service.